Event description:
Health professional reported, "band explanted due to a very large slip. Band was replaced with new ap band."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of band slippage (and obstruction or pain) as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."